Event description:
It was reported the pt's scs system has caused her to have seizures. The physician could not find any anomalies with the system or the placement of the system. The physician referred the pt to a neurologist for emg comparisons with the scs system on and off. It was reported the pt has a diagnosis of schizophrenia.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.